Event description:
It was reported that the pta balloon would not deflate after an inflation in an upper arm fistula. A needle was inserted through the skin to deflate the balloon. The balloon catheter and the introducer sheath were removed together as a single unit. There was no reported patient injury.

Manufacturer narrative:
A manufacturing review was performed. The lot met all release criteria. This is the only complaint reported to date for this lot number for these failure modes. The sample was returned. The investigation is confirmed for sheath retraction issues. The investigation is inconclusive for deflation issues as full functional testing could not be completed due to the condition in which the sample was returned (i.e. Balloon was punctured). It is possible that the inability to fully deflate the balloon resulted in the reported retraction issues; however, the definitive root cause for the reported deflation issues could not be determined. It is unknown if patient and/or procedural issues contributed to the reported event.